Event description:
Additional information received reported that the patient diary for charging was fine and that the patient recharged every 5-7 days when the battery was half full.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device battery level was now reaching 50% every six days and previously it was every seven days. There were no patient symptoms/complications associated with this event. It was noted that the patient did not indicate any harm. Additional information received reported that the patient had not changed usage or amplitude. It was noted that the patient had an appointment to meet with the manufacturer representative and the patient was going to keep a record of usage and charging intervals until the appointment. No diagnostics or troubleshooting were performed, but would be in the future. No patient symptoms/complications reported. Additional information had been requested, but was not available as of the date of this report.